Manufacturer narrative:
On (B)(4) 2013, isi contacted the risk management department of the site to obtain additional information regarding the reported event. The risk manager indicated that she could not provide any information regarding the reported incident. Based on the information provided, it is unknown if the da vinci si system, an instrument, and/or an accessory caused or contributed to the patient's reported injury. There is also no allegation that a malfunction of the da vinci si system, an instrument, or an accessory occurred during the reported surgical procedure. A follow-up MDR will be submitted if additional information is received.

Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received a legal complaint with the following allegation: it was reported that during a da vinci si nephrectomy procedure performed on (B)(6) 2008, the surgeon allegedly caused a hole to develop in the patient's renal artery at the junction of the aorta. The legal complaint indicated that the surgeon made the decision to convert the procedure to open surgical techniques for an unspecified reason. The surgeon was reportedly able to control the patient's bleeding and retrieve the patient's left kidney. During the procedure, the surgeon was also reportedly informed that the instrument count in the operating room was inaccurate. The legal complaint also indicated that radiological films were performed and a possible drain or sponge was found to be retained inside the patient. The patient was reportedly moved back to the surgical table, reopened, and the drain or sponge was removed. No further clinical information was provided.